Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation revealed contamination under keypad button contacts and that the keypad buttons were intermittently activating pump functions when pressed. The pump display screen was dim however the issue is not related to keypad button function.

Event description:
The distributor reported that white text and yellow highlights "ghost" or "burn" between menu screens. This is not likely to cause an adverse event because it is generally obvious and detectable by the user and does not affect insulin delivery functions. The buttons were reportedly also intermittently sticking.